Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10272. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman laa closure device & delivery system (wds) was advanced and deployed. The watchman laa closure device did not meet release criteria and during device recapture, removal difficulties occurred. After removal from the patient it was noticed that the tip of the wds was torn. Nothing had detached and the distal marker band was slightly flattened. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.